Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The target lesion was located in a moderately calcified unspecified vein. A 5.0mmx100mmx80cm sterling balloon catheter was used to treat the target lesion. During first inflation the balloon ruptured below the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR: the sterling catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The target lesion was located in a moderately calcified unspecified vein. A 5.0mmx100mmx80cm sterling&#10242;alloon catheter was used to treat the target lesion. During first inflation the balloon ruptured below the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.